Event description:
While drawing blood from the patient's arterial line with the vacutainer, the tip of vacutainer broke in the port of the arterial line. Blood continuously drained from arterial line and entire line had to be replaced.